Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and corroded battery tube. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The drive support cap was normal. Customer was able to clear alarm and pump rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.